Event description:
A full term child was "face up" at birth and dr applied vacuum 4-5 times. At birth the baby was unable to cry and was taken to intensive care at another facility, where she was placed on medications and a ventilator. Baby suffered a subdural hematoma, was hospitalized for 2 wks and released. She is currently developmentally slow, has numerous medical problems and is in and out of the hosp "a lot".